Event description:
Pump declared alarm 20 during pumping, which did not cause customer's blood glucose level to exceed 500 mg/dl. Customer was unable to resume insulin therapy after attempting to load a new cartridge, as cartridge alarm recurred. Technical support assisted by deciding to replace the pump, confirmed shipping address, and instructed customer on returning the faulty pump. Customer continued to use current pump and understood instructions for placing pump into storage mode and returning it within ten days.